Manufacturer narrative:
One sample (model #2426-0007, lot unknown) was returned by the customer. It was reported by customer that they had an incident where lipids were infusing and the pump continued to alarm, the nurse attempted to remove line and inspect for air when the tubing disconnected at the junction where the pump segment meets the safety clamp. The set was examined for defects and abnormalities. The set was observed to be separated at the junction of the silicone pumping segment and lower fitment. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading. A lot is unknown, however, several potential lots were identified to be: 23049141, 23049192, 23049193, 23049194, 23049196, 23049206, 23049207. A device history record review for model 2426-0007 and potential lot number 23049141 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and potential lot number 23049192 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and potential lot number 23049193 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and potential lot number 23049194 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29apr2023, and a total of 28,463 units in 1 lot number was built on 09may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and potential lot number 23049196 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and potential lot number 23049206 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and potential lot number 23049207 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below.

Event description:
No additional information was provided.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: the last time the nurse attempted to remove line and inspect for air the tubing immediately disconnected at the junction where the pump segment meets the safety clamp.